Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported they always had charge quality issues when recharging their ins and were fighting with this issue for 2 years. Patient mentioned getting the paddle over their implant drives them insane and is really hard to get the paddle positioned over their implant. Patient stated their charge quality would fluctuate between excellent and good. Patient mentioned they would have to play with it for 30 minutes to get excellent recharge quality. The patient was redirected to their healthcare provider to further address the issue.